Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the patient was showing up on the pyxis server list but not in the actual specific device listing. A technical support specialist dialed into the server and checked the patient. There were five entries with the same medical record number; three had been discharged, and one patient was temporary with admit status. The temporary patient was reconciled with this visit ID. The patient was assigned to the correct unit. The station sync information was checked, and the station was synced with the server with the current date and time. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where a patient was showing up on the pyxis server list but not in the actual specific device listing, thereby hindering the customer's ability to access medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.